Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was told they would only have to charge a couple of times a week. The patient said he had to charge 3 to 4 times a day and through the night. It was reviewed how programming affects recharge intervals. The patient was directed to follow up with their healthcare professional (hcp). No symptoms or further complications were reported.

Manufacturer narrative:
Event is reportable for product problem and not product problem and adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that everything was taken care of and the patient had another appointment with his physician on (B)(6) 2018. There were no patient symptoms or complications reported.